Manufacturer narrative:
(B)(4). Device was not released for analysis by the customer the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. The batch records were reviewed and the final quality release criteria was met before the batches were released for distribution. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an open colon resection, the device had been fired two times. On the third firing, the staples fired and the device cut but when the surgeon went to pull it back, it would not pull back. The surgeon had to pry the device open. The area was over sewed. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.